Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: d9, h6 the customer's reported event was not confirmed, and the device was not returned to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the probable malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned to olympus for evaluation but has not yet been received. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported on behalf of the customer that the hd camera head had no image. The issue was found during preparation for use of a unspecific therapeutic procedure. There were no reports of patient harm.